Event description:
It was reported that during prepation for procedure one faradrive sheath was selected for being used, however, black fragments were discharged during flushing. The device was replaced, and the procedure was completed without patient complications. The issue was identified outside the patient. The device is not expected to return for laboratory analysis since it was discarded in facility.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.